Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range left ventricular (lv) pacing impedance measurements of greater than 3,000 ohms. It was noted that the lead was programmed off. At this time, the device and lead remains in service. No adverse patient effects were reported.